Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement greater than 125 ohms. Technical services (ts) reviewed possible causes and troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.